Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: review of the black box data revealed a record of loss of prime associated with a cartridge change dated (B)(6) 2016 at 13:57. Insulin delivery resumed at 20:47 the same day. The pump was manually suspended on (B)(6) 2016 at 00:45 and manually resumed at 01:39 the same day. On examination, the keypad was found to be intact without damage. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rates. On investigation, the pump passed delivery accuracy testing and was found to be delivering accurately and within range. All keypad buttons were fully responsive on testing. The keypad cover was removed for investigation and did not reveal contamination on the contacts of the keypad buttons. No button contact defects were observed. The keypad latch was fully closed and there was no damage to the keypad flex. Investigation did not duplicate the complaint and the pump was found to be delivering as intended without malfunction. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 490 mg/dl with confusion, polyuria, extreme drowsiness and polydipsia associated with under responsive buttons on the keypad. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that up and down arrow and ok buttons were under responsive and the user alleged an under delivery of insulin. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a button/keypad issue.